Event description:
Rep reported that patient is mostly complaining of persistent headaches, which do improve with lying down. A CT scan did reveal ventriculomegaly despite low shunt setting. The patient also had a shuntogram, which appears to be patent and non-obstructing. Entire shunt removed and reimplanted in 2008.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.